Event description:
It was reported since implant that the patient had been having problems tolerating morphine that was being used in her pump. The patient experienced symptoms of nausea, vomiting, confusion, and hallucinations. It was indicated that the patient's dose was lowered from 1.5mg/day to 1.2mg/day and pump was programmed to 'minimum simple continuous', however this did not help much. It was noted that the patient was doing a 'little better' but was still vomiting and having hallucinations. The health care provider (hcp) wanted to remove the drug and put preservative free normal saline (pfns) to give the patient a 'drug holiday' for a couple of weeks and see if the symptoms stop. It was later reported that the drug was changed to saline and the hcp decided to monitor the patient during morphine delivery until the saline had reached the catheter tip. The patient's outcome was not provided. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8551, lot# cs0802, implanted: 2012 (B)(6), product type accessory (B)(4).